Event description:
It was reported that the patient presented to the emergency room with the heart rate in the 30s and experiencing presyncope. The right ventricular lead exhibited intermittent capture. The lead was capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.